Manufacturer narrative:
The involved erbe esu was thoroughly inspected and tested [note: the neutral electrode (ne) was not made available to erbe for an examination]. The generator was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of the equipment's features, and a power output check. The unit was/is within specification and all features were/are working properly. An evaluation of the esu's chronological log revealed that only bipolar modes (i.e., bipolar cut mode, effect 3, 180 watts and bipolar soft coag, effect 4, 50 watts) were used in the procedure. Since only bipolar modes and bipolar instruments were used in the operation, there was no high frequency (hf) current to the neutral electrode. Furthermore, there were no warning or error messages in the chronological log. Therefore, based upon the description of the lesion, no hf current to the ne, and no erroring/warnings in the log; the lesion was not electrical induced (i.e., not a pad burn). Most likely the cause of the patient's lesion was an allergic reaction. However, no conclusive determination could be made as to the cause of the event. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a laparoscopic hysterectomy. The esu was used with an erbe nessy omega neutral electrode [ne, part number (p/n) 20193-082, lot number (l/n) 240731-0819] [note: the ne is also referred to as a return electrode, patient pad, dispersive electrode, patient plate, etc.]. A biclamp and bisect were used as instruments, however no other information was provided regarding any of the other accessories employed during the operation. The ne was placed on the patient's left thigh. At the end of the procedure, a 10 cm2 area of redness with blistering was observed under the ne. To address the lesion, the wound was covered with a sterile compress.